Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. System operates as intended.

Event description:
Customer reported low ma errors and does not produce x-rays. No patient injury was reported.